Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. During a routine follow up on (B)(6) 2025, the physician identified that the patient had a possible device embolization. Transesophageal echocardiography (tee) images revealed that the laa was clear, and the closure device was not in the left atrium. A computed tomography (CT) scan was ordered to confirm the location of the closure device. The CT images showed that the closure device had migrated to the descending aorta. The patient experienced no symptoms. Percutaneous retrieval was performed with an arterial sheath and a snare. The patient has been discharged without additional complications.